Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device had a low leak co2 rebreathing risk error message. The device was reported to be outside of use at the time of the reported problem. No patient harm was reported. The remote service engineer (rse) troubleshot the device with the customer, informing the customer of the whisper swivel. The rse advised the customer that if the whisper swivel was in place, then it was recommended by the manufacturer to replace the flow sensor assembly (fsa) and data acquisition (da) printed circuit board assembly (pcba). The customer requested the part information for the fsa and da pcba and was provided with the information by the rse. This investigation is ongoing.